Event description:
According to the reporter, preoperatively, the small spike from the 28-mm circular stapler did not sit well on the anvil, it was loose. Another stapler opened, used a different technique that did not require the spike and performed the anastomosis with the second device. There was no patient involvement.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted of the staple guide noted the presence of a full complement of staples. Further inspection noted that the green bar was visible in the indicator window, and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. It was reported that the anvil was difficult to attach and to tighten. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, the small spike from the 28-mm circular stapler did not sit well on the anvil. Another stapler opened, and the same issue occurred. There was no patient involvement.

Manufacturer narrative:
D10 concomitant product: eeaxl28, eeaxl28 eea xl 28 mm-4.8 sgl use stapler (lot#p3c0158). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.